Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 2.50mmx12mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the balloon was inflated few times at nominal atmosphere for 30 seconds. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another 2.50mmx12mm nc emerge® balloon catheter. No patient complications were reported and the patient's status was fine.